Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor intra-operative complications noted in the operative note at the conclusion of the procedure. Seven (7) days post-procedure (pod07), the patient experienced chest pain and was presented at the emergency department (ed). Upon workup, it revealed negative results, and the chest pain was most likely costocondritis. Per physician's assessment, the event was serious, was not related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 8, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and seven (7) days post-procedure (pod7) ed presentation for chest pain with negative work-up likely costocondritis. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e233001 captures the reportable event of chest pain. Patient code e2326 captures the reportable event of costocondritis. Impact code f23 captures the reportable event of "the patient presented at the emergency department (ed)."